Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary drip chamber. The primary tubing set was being used to deliver "plasma-lyte 55" via a symbiq pump. A secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of ancef, in a 50ml solution container, at a rate of 100ml/hr. The secondary solution container was raised higher than the primary solution container. Reportedly during the "three drip rule," the nurse noted the primary drip chamber was filling and the secondary solution was dripping at an unspecified rate. The primary solution container and tubing set were replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
This device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel, (B) (4).